Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case assembly due to unresponsive 'system on' key. A review of the device history record for sn (B)(4) was performed from 4/9/2020 to 8/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the unresponsive key/s on the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
The customer reported the device failed to turn on. It was reported there was no patient involvement.